Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not received for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii light sourc did not have an image. In speaking with olympus technical assistance support (tac) via phone, the customer reported that they were getting red static (snow) and then no image when connecting several different 190 series scopes to the unit. The customer took the scopes to another tower and reported that the scopes had worked fine. The customer had reseated the light source cables and blown canned air into the unit socket, and there is no error code, just a communication message. The tac technician inquired if the customer had a light source socket cleaning kit and noted that they did not. The customer believes a wet scope was connected to the clv-190 and damaged the socket. The customer reported that they would like to send clv-190 in for repair. There were no reports of patient harm. Subsequently, the customer canceled the repair with no additional information provided.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.